Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the tubing was disconnected and reconnected to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 120-130 mg/dl.